Event description:
The pt received two scs leads with the same lot number. It was reported the pt experienced loss of left leg and left-side back stimulation post-operative. Reprogramming was unsuccessful. Follow-up identified another reprogramming attempt indicated loss of right side stimulation as well. An x-ray was ordered and the pt will meet with the physician regarding surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.